Event description:
It was reported to medtronic minimed that the customer reported that went into swimming with the pump and it beeped very loudly, went to a white screen and wouldn't turn on again and also reported no rubber on the screen display, a slight crack on the side, scratches on the screen and water on the pump display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that frozen display had reoccurred after installing a new battery. Troubleshooting was performed for damage and found that the functionality of the pump was affected due to the damage and pump stopped working. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to verify audio/vibrate anomaly/absence of alarm or perform the sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, keypad overlay texture damage, missing display window cover, scratched case and minor scratched lcd window. Blank display due to moisture damage on the pcba 1 / pcba 2. Exposed to moisture was confirmed. Audio/vibrate anomaly/absence of alarm/frozen screen was unknown. Cosmetic damage was confirmed at the display window cover and battery tube. For additional information regarding the tests performed refer to (B)(4) -appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.